Manufacturer narrative:
(B)(4). As the extension set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extension set was crack or crimped at the end of the device. The caller stated that the end of the extension that connected to the patient line was the issue. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.